Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, and displacement test. Device powered up properly after battery installation. No blank display noted during testing. Device received with all buttons responding properly. No unresponsive keypad/button error alarms noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump was beeping, but there was nothing on the screen. The customer¿s blood glucose level was 90 mg/dl. The customer tried to remove battery cap and from there insulin pump showed them stuck button alarm. Customer said there was not buttons that were stuck as he was wearing his insulin pump facing away, from the holster attached to his work out shorts. Customer stated that they did not press a button down for 3 minutes or longer. The customer did not want to troubleshoot for blank display as it turned to be as stuck button alarm. The insulin pump will be returned for analysis.